Manufacturer narrative:
Updated: d9, g2, h3, h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the phenomenon (no image) was confirmed. Based on the results of the investigation, the customers report that ¿the high-definition lcd monitor could not turn on¿ was confirmed and found that the image of serial/digital interface (sdi) input 1 was not displayed due to failure of qb and g1 circuit boards the root-cause of the circuit board failures could not be determined. The specific cause of the component wear could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor could not turn on. There was no harm or user injury reported due to the event.